Manufacturer narrative:
D4: added UDI number (B)(4). D10: device returned 06/24/2020. Investigation conclusion: the case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Batch record review found no relevant non-conformances; the lot met all final release specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. An investigation was performed on retention and returned products from the reported lot number. Retained and returned devices were tested with low hcg concentration standards (4 miu/ml hcg) and clinical hcg-negative urine. Results were read at 3 minutes and all devices produced expected negative results. No false positive results were observed. Retained devices were also tested with the returned patient urine sample which was observed to contain blood and precipitates. The sample was allowed to settle prior to testing and results were read at 3 minutes. All devices tested produced positive results. The urine sample was sent out for quantitative analysis and the mean concentration of hcg found in the sample was 2.5 miu/ml. Case details indicate that the urine specimen was observed to be bloody. Investigation of the specimen confirmed blood and other particulates to be present. Per the package insert, urine specimens exhibiting visible precipitates should be centrifuged, filtered, or allowed to settle to obtain a clear specimen for testing. Although the sample was allowed to settle, the extraneous matter present in the sample could not be separated. If a clear specimen cannot be obtained, it is recommended to collect an alternate specimen for testing. Sample interference cannot be ruled out as the root cause for the reported issue.

Manufacturer narrative:
Results pending completion of the investigation.

Event description:
A (B)(6) old female patient arrived in the emergency department with flank pain on (B)(6) 2020. A urine sample, although bloody and not centrifuged, was provided at 3:45 pm and tested at 4:15 pm on an hcg combo cardinal health rapid test. The result was positive after 2 minutes. A serum sample produced a negative result of <1.2 miu/ml when tested on an abbott architect test (reference range 0-4 miu/ml). Another cartridge from a different kit of the hcg combo cardinal health rapid test with the same lot number was used with the original urine sample that had been allowed to settle and the result was still positive. Quality control was performed at the beginning of the month and acceptable at the time of testing. The patient had flank pain from a urinary tract infection (uti) and was not pregnant. There was no patient harm nor treatment withheld or given.